Event description:
It was reported that the right ventricular (rv) threshold increased to approximately 3.0 v beginning october 2019 and was not capturing at maximum output in the unipolar configuration. The patient was dependent and also started to feel pocket stimulation with every paced beat in the bipolar configuration. This began about six months ago. Pace impedance was normal and stable and no signal noise was observed on the electrogram. The cause of the loss of capture was not determined and the physician was planning to replace the lead. The rv lead remains in service at this time and no adverse patient effects were reported.